Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), and quality control was conducted during the investigation. The actual complaint product was not returned; however, an unused, sealed device was returned from the same lot. The device was inspected, and the sheath showed no damage or surface defects. Design verification testing confirms strength requirements of iso are met. There is no evidence to suggest that the product was not manufactured to specifications. The patient's anatomy or calcification could contribute to this failure mode; however, there is no mention of severe calcification from the complaint. Without the benefit of inspecting the complaint device, a definitive root cause could not be determined. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During a valvuloplasty procedure on a (B)(6) year old male patient, approximately 2 inches of the distal end of the sheath broke off. An x-ray was taken, searching for the broken fragment of the sheath; but there was no definitive location or identity; therefore, the fragmented device remained in the patient. No additional information has been provided regarding outcome.

Event description:
During a valvuloplasty procedure on a (B)(6) male patient, approximately 2 inches of the distal end of the sheath broke off. The broken fragment of the sheath was searched in the patient via x-ray, but could not find definitive location and identity. Device remained in the patient. Additional information has been requested, however it was not provided at the time of this report.

Manufacturer narrative:
(B)(4). The event is currently under investigation.